Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer, the wheel locked on the right . On the right side there is broken one that is loose. The seat has already broken and he replaced it with a 65100jr seat which is wobbling now on his rollator. MDR filed.